Manufacturer narrative:
Zimmer biomet complaint (B)(4). Patient's weight not provided/unknown. Reporter's first name not provided/unknown. Additional 510k numbers: k011028 and k013227.

Event description:
It was reported that the internal threads of the implant (tsvwh10) were warped and would not allow the healing collar to seat. The implant was removed and another implant was placed during the same surgery. Tooth location #30.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The tapered screw-vent implant with ha coating (tsvwh10) was not returned. Therefore, a visual and functional inspection of the product could not be performed. No photographs or radiographs of the implant were available. A device history review was performed and no related nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Appropriate documentation was reviewed and the following information was identified: review of the instructions for use for tapered screw-vent, advent and trabecular metal implants (4869 rev 7 ¿ 01/16) identified information regarding reported implant damage and proper implant placement under section title 'contraindications', 'warnings', 'breakage' and 'technique information'. As per the applicable IFU, appropriate bone tap is recommended in dense bone during site preparation. Customer reported: after placing implant into osteotomy, the internal threads were warped and would not allow seating of the healing collar. The implant was removed and another implant was placed during this surgery. The reported event could not be verified, as the product was not returned for inspection and visual and functional inspection of the product could not be performed a root cause for this complaint could not be determined. The following sections have been updated: date of this report. Manufacturer. Expiration date, UDI: (B)(4). Office contact - manufacturing site. Date received by manufacturer. Type of report, follow-up number. Follow up type. Device evaluated by manufacturer: change 'no' to 'yes.' Device manufacture date. Evaluation codes. Additional narrative.